Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-02632. Reference MFR. Report: 1627487-2019-02638. It was reported the patient experienced ineffective stimulation. Field representative reported the patient did not a physically traumatic event, fluctuation in weight loss or gain, or anything that would cause the leads to migrate or be damaged. The patient¿s therapy was running normally and there was no loss in coverage at any time. Also, the patient experienced localized discomfort at the ipg site (also see related MFR. Report#: 1627487-2019-02630). As a result, the system was explanted.